Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2024. The parent reported that the patient developed an infection at the needle puncture site which occurred three days after the sensor had been inserted in arm. On (B)(6) 2024, the patient had pain and discomfort in the area which prompted her to consult a physician who prescribed a course of unspecified oral antibiotic medication for the infection. At the time of report the parent confirmed the patient was doing well after antibiotic treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.